Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaints of the pump did not detect the latch/lock assembly, confirmed through visual and pvt test. Replaced latch and lock senor. Upon further investigation found dso seal is detached, and latch was loose. Replaced dso seal. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pump did not detect the latch/lock assembly. The event occurred during testing.